Event description:
This is a report by a baxter employed health professional from india. This report is of an area that was not cleaned before starting peritoneal dialysis (pd) and peritonitis in a patient coincident with dianeal pd2, 2.5% ultrabag therapy. On (B)(6) 2012, the patient began treatment with dianeal pd2, 2.5% ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for pd. As reported, dianeal therapy was ongoing. Per the reporter, on an unreported date, the patient did not clean the area before starting pd. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. On (B)(6) 2012, the patient was treated with an injection (inj) of vancomycin (1gm starting dose), an inj of amitax (100mg once daily), an inj of reflin (1gm once daily), an inj of meropenem (1gm once daily), and an inj of heparin (500 international unit) for the peritonitis. Concomitant therapy was not reported. It was not reported if the patient was re-trained in proper aseptic technique. At the time of this report, the patient was recovering from the peritonitis. The reporter confirmed, the peritonitis was caused by the patient not cleaning the area prior to starting pd therapy and was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). Additional information: the devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This condition of a use error - breach in aseptic technique and peritonitis. The condition was confirmed because the healthcare professional reported a break in aseptic technique, described as the patient not cleaning the area prior to performing peritoneal dialysis therapy. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.